Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for a scheduled procedure. After connecting the pacemaker, it was noted that the device was not capturing the ventricle properly, it has intermittent capture and long asystole was observed. The pocket was reopened and noted that the ventricular lead was not properly connected inside the connector boot. The physician tried to remove the ventricular lead from the pacemaker, but the set screw did not open very smoothly, and after several attempts the physician was able to disconnect the ventricular lead from the pacemaker. The threshold and impedance were good and in acceptable limit. The physician then re-connected the ventricular lead with the pacemaker but unable to fix the set screw. After several attempts the pacemaker was explanted and replaced. The patient was stable.